Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). One used sample was received for evaluation. The sample was subjected to leakage testing, and no leakage was observed. The returned device met requirements according to specification. Review of the device history record performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: the catheter was being used in an arterial line, and it was bleeding. The catheter was cracked. No patient injury.